Event description:
It was reported that both the right atrial and right ventricular leads exhibited noise. The leads were explanted and replaced. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-06008.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. An external insulation abrasion exposing the outer coil was noted at 11.0 cm to 11.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The reported event is isolated to the exposure of the outer coil in the abrasion zone.